Event description:
Person arrived in emergency dept in full cardiac arrest. Had been defibrillated six times prior to arrival by ambulance crew. When initial defibrillation was attempted in ER, there was some question as to whether the defibrillator discharged to pt. Subsequent attempts to defib with the same unit functioned correctly. Adaptor connector was found to be loose on sternum cable.